Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR report number: 3006705815-2019-00837. Reference MFR report number: 3006705815-2019-00838. It was reported that the patient underwent surgical intervention to have their entire scs system explanted. Follow up identified that the system was explanted due to inadequate stimulation.

Event description:
Device 1 of 3; reference MFR report number: 3006705815-2019-00837, reference MFR report number: 3006705815-2019-00838.